Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; bolus totals do not match (>5% different). This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-nov-2019 with the following findings:.during investigation, the pump was returned with a dim/pink screen. The bolus history and bolus tot daily dose (tdd) was reviewed for (B)(6) 2019 and added up correctly. The complaint regarding bolus totals not matching was reported on (B)(6)2017. According to the pump history the pump wa sin use until (B)(6)/2019 . Due to continued use all bolus and tdd history for time of complaint has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .